Event description:
An angioplasty balloon rupture occurred with mild to moderate inflation pressure, while performing angioplasty of superficial femoral artery stenosis. A repeat angioplasty was immediately performed with a new balloon with good final result.